Manufacturer narrative:
The device was evaluated at olympus repair center. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use before gastroscopy, the user found that the air/water flow from the device had a malfunction. The user replaced the device with another device and completed the procedure. The patient was not under anesthesia. The procedure was not delayed more than 15 minutes. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that the air/water nozzle was clogged with foreign material (mainly some impurities in the cleaning room). There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc confirmed the past similar event and surmised that parts in peripheral equipment such as watertight packing, silicone-based glue, or silicone parts were broken and entered the channel. If significant additional information is received, this report will be supplemented.